Manufacturer narrative:
(B)(4). Product not returned for eval. Most likely underlying root cause is strap issue.

Event description:
Consumer complaint of blood results reading "hi". Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 170-180mg/dl fasting. Verified the strips expire 10/25/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, hi and 581mg/dl fasting. Reviewed meter memory: hi mg/dl, (B)(6) 2015, 07:51:00 pm, fasting: no; hi mg/dl, (B)(6) 2015, 04:15:00 pm, fasting: no; hi mg/dl, (B)(6) 2015, 02:43:00 pm, fasting: no; hi mg/dl, (B)(6) 2015, 06:59:00 pm, fasting: no; hi mg/dl, (B)(6) 2015, 06:58:00 pm, fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.